Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error; the pump alarmed for four hours and when he changed the battery the alarm persisted. The patient's blood glucose at the time of incident in the 300 mg/dl range. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues; he stated that he may have been laying down with the pump under his leg. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No button error alarm or unexpected vibration was noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.